Event description:
(B)(4). I had essure implanted. I had shortness of breath during procedure. I have congestive heart failure and other cardiac issues that were known. Few weeks later I began breaking out in welts and hives with itching all over my body. After a few months I had nickel allergy testing done and test positive for nickel. I have had 3 major surgeries for cancer and two heart valve replacements. I have been unable to have essure removed as no on wants to sedate more at this time for this issue. I was in emergency room (ER) once by ambulance in 2015 due to throat swelling and unknown allergic reaction.